Event description:
Consumer advised that while injecting, pen needle broke off in his arm. He went to ER and on later day had surgery to remove the broken part of needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend report.